Manufacturer narrative:
Additional information received reported the lens was inserted and removed from the left eye (os) by dr. Scott perkins during the same surgical date of (B)(6) 2017, due to an unspecified lens damage . There was no incision enlargement or vitrectomy. The patient is doing okay. Also, the lens was replaced with the same model and diopter. In addition, it was reported the patient is female with date of birth (B)(6). No additional information was provided. If implanted, give date: not applicable as this lens was inserted and removed. If explanted, give date: not applicable as this lens was inserted and removed. Device available for evaluation?: yes, returned to manufacturer on 08/11/2017. Initial reporter: dr. (B)(6). Health professional: yes. Occupation: physician. Device returned to manufacturer?: yes. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the product is damaged on the anterior and posterior side. Part of the optic body was cut, most likely to make explant possible. Considering the condition of the returned lens, no additional analysis is possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient underwent an explant of a tecnis symfony toric intraocular lens (iol), model zxt225 18.0 diopter. No additional information provided.

Manufacturer narrative:
Correction: in the supplemental MDR it was reported that the device was returned to the manufacturer on 08/11/2017, which was in error. The correct return date to the manufacturer was 08/14/2017. The following section has been updated accordingly. No additional information was provided. Device available for evaluation?: yes, returned to manufacturer on 08/14/2017. All pertinent information available to abbott medical optics has been submitted.